Event description:
It was reported that a spaceoar vue device was implanted on (B)(6) 2024, under general anesthesia. On (B)(6) 2024, the radiation oncologist observed spaceoar within the vessels near the seminal vesicles. Further examination of the images indicated that while most of the hydrogel was correctly placed, some had migrated around the lower left side of the prostate, seemingly into the peri-prostatic venous plexus, and slightly into the left pelvic veins. The patient was sent to a hospital in for immediate scans and potential anticoagulation. The planning scan was reviewed, and the patient underwent a repeat chest, abdomen, and pelvis computerized tomography scan, that appeared unchanged from before. The scan confirmed the presence of the hydrogel as previously described. The patient is taking aspirin for unrelated cardiac reasons. The patient is asymptomatic.

Manufacturer narrative:
Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular.

Manufacturer narrative:
Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a spaceoar vue device was implanted on (B)(6) 2024, under general anesthesia. On (B)(6) 2024, the radiation oncologist observed spaceoar within the vessels near the seminal vesicles. Further examination of the images indicated that while most of the hydrogel was correctly placed, some had migrated around the lower left side of the prostate, seemingly into the peri-prostatic venous plexus, and slightly into the left pelvic veins. The patient was sent to a hospital in for immediate scans and potential anticoagulation. The planning scan was reviewed, and the patient underwent a repeat chest, abdomen, and pelvis computerized tomography scan, that appeared unchanged from before. The scan confirmed the presence of the hydrogel as previously described. The patient is taking aspirin for unrelated cardiac reasons. The patient is asymptomatic.

Manufacturer narrative:
Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular. Block h11: block h6 (patient and impact codes) were corrected.

Event description:
It was reported that a spaceoar vue device was implanted on (B)(6) 2024, under general anesthesia. On (B)(6) 2024, the radiation oncologist observed spaceoar within the vessels near the seminal vesicles. Further examination of the images indicated that while most of the hydrogel was correctly placed, some had migrated around the lower left side of the prostate, seemingly into the peri-prostatic venous plexus, and slightly into the left pelvic veins. The patient was sent to a hospital in for immediate scans and potential anticoagulation. The planning scan was reviewed, and the patient underwent a repeat chest, abdomen, and pelvis computerized tomography scan, that appeared unchanged from before. The scan confirmed the presence of the hydrogel as previously described. The patient is taking aspirin for unrelated cardiac reasons. The patient is asymptomatic.